Event description:
It was reported to company that during follow-up, an error message was observed stating all functions were off and to reprogram everything. Low battery voltage and extended charge time were also observed.